Event description:
It was reported that prior to an angioplasty treatment procedure, the device was broken. The balloon catheter was in "two parts" out the package. The procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that prior to an angioplasty treatment procedure, the device was broken. The balloon catheter was in "two parts" out the package. The procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There was a complete separation of the midshaft 36.5 cm from the tip. The proximal end of the outer shaft separation was necked down. The appearance of the fractured end of the midshaft may be consistent with separation due to tensile overload. The confirmed midshaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).